Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The lead impedance test could not be performed due to the as received condition of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an explant procedure. It was noted that the lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.